Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set was cracked and leaking. The reporter stated that small droplets of fluid were observed on the tube proximal to the y-port. This occurred during infusion of normal saline at 500ml/hr using an unspecified infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage testing was within specification. Leak testing showed a leak from a hole in the tubing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.